Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted product was not collected due to hospital policy. No further information has been obtained.